Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID -0x277d and that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and customer planned to perform pump reset at home, with no additional information available regarding outcome of event.